Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
It was reported that during the procedure, the depth gauge tip/hook broke off. There is no additional information available at the time of this report.

Event description:
No further information at the time of this report.

Manufacturer narrative:
One g7 depth gauge was returned and evaluated. Upon visual inspection had fractured at the notch location on the tip of the device. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.